Manufacturer narrative:
Follow-up #1: date of submission 05/19/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/09/2014 with the following findings: during investigation, a review of the black box showed dates 03/29/2014 to 04/06/2014. There was evidence of partially discharged batteries being installed on 04/05/2014 and 04/06/2014. During testing, the pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was intact. The pump current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The battery life issue was not duplicated during the investigation. It was determined that partially discharged batteries had been inserted by the user.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life was short. The reporter indicated that multiple batteries from different packages had been used and the issue reoccurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.